Event description:
It was reported that during a medical procedure with the implant surgeon, the inner shaft fractured into the cage during the impaction.

Manufacturer narrative:
Method: nc/CAPA history review; results: the cause of the reported event could not be determined without further information or a returned device to inspect. Conclusion: the vlift screwdriver inner shaft was confirmed to be fractured during surgery by sales rep report. Three follow ups were made for further information about the event but no information was provided. The device has not been returned. No harm or delay was reported. The lot is not known so a manufacturing review could not be performed. No relevant nc/capas were identified.

Event description:
It was reported that that during a medical procedure with the implant surgeon, the inner shaft fractured into the cage during the impaction.